Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (hmii lvas), serial number (B)(4), and the reported arrhythmia could not be conclusively determined through this investigation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines care instructions in reference to preventing infection, including exit site treatment. The heartmate ii lvas patient handbook is currently available. The patient handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing sustained ventricular tachycardia (vt) and was shocked by their implantable cardioverter defibrillator (ICD) 10 times while working. They were taken to the ER and given intravenous amiodarone and started on infusion and was give ketamine and versed in anticipation of external defibrillation, but they were converted to sinus rhythm without a shock. However, upon being moved to an ems stretcher for transport, the patient developed vt again. The patient's implantable cardioverter defibrillator (ICD) fired twice and they were given 100mg of lidocaine and 1mg versed; the patient was externally defibrillated with 200 joules and transported to (B)(6). Healthcare providers then noticed a large amount of purulent drainage from the patient's umbilicus that was revealed to be a pseudomonas aeruginosa infection at the driveline site. The patient was treated with zosyn, an incision and drainage (I&d) procedure. The driveline site was irrigated with an antibiotic solution; antibiotics beads were also placed in the wound and a subsequent wound vacuum was placed. The patient was discharged on (B)(6) 2019 with zosyn and levofloxacin antibiotics.